Event description:
Technician alleged that the left intermediate side rail will not latch. No pt impact.

Manufacturer narrative:
The technician replaced the left intermediate side rail latch kit to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.